Event description:
The advocate stated at approximately 7 - 7:30 am. He went to take his son's blood glucose test with the contour next and the son appeared to have gone into a coma during the night; he was unresponsive. His blood glucose result on the meter was 95 mg/dl. The ambulance arrived approximately 30 minutes later, retested the patient and their reading was 35-40 mg/dl. He was given concentrated IV glucose. He was taken to the hospital at which time his blood glucose was 110 mg/dl. He was put on IV fluids to prevent dehydration, and discharged around 2:00 pm. The advocate was advised to return the test strips for investigation. New strips and meter were sent to the customer.